Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a semi-open lower lobectomy, a loud breaking sound was heard at the first firing on the lung, and the device stopped. Then, it was found that the anvil jaw was damaged. The jaws slightly opened, and the device was removed from the target tissue forcibly. Since the clamped tissue was the specimen side, there was no problem. The firing trigger and the knife reverse switch did not function. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # r58u43. The pcee45a device was returned with gst45d not loaded in the device. The reload was fully fired. Damaged was noted to the cartridge deck and some drivers. The jaws were partially open, the knife was not in the home position and the closure was closed. Damaged was noted to the knife slot where the knife pulled through the anvil. Given the state of the device, no further testing could be conducted. The device was disassembled and no other damaged was noted. This condition of the device might have been caused by firing the device over something hard and/or firing over tissue outside of indicated range. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.